Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, a curved opening, yellow calcification. Leak test was performed which identified leakage per yellow particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified: two curved striated openings on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Particles on fill channel assessed as particle leakage.

Event description:
Healthcare professional additionally reported left side "calcium on implant." And a baker grade iii for capsular contracture. Device has been explanted.